Event description:
It was reported that the patient who had a right obstructing ureteric stone, e. Coli urosepsis, stent placement, and nitrates and leucocytes in urine underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that patient's urine on day of surgery showed greater than 100,000 cfu/ml e. Coli with positive nitrates and leukocytes. The patient developed symptomatic urinary tract infection (uti) 11 days post-operation. The patient was given a prescription of trimethoprim. It was determined that these events were non serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient who had a right obstructing ureteric stone, e. Coli urosepsis, stent placement, and nitrates and leucocytes in urine underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that patient's urine on day of surgery showed greater than 100,000 cfu/ml e. Coli with positive nitrates and leukocytes. The patient developed symptomatic urinary tract infection (uti) 11 days post-operation. The patient was given a prescription of trimethoprim. It was determined that these events were non-serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.